Manufacturer narrative:
Problem code 2907 captures the reportable event of fiber tip detached. Investigation results: one flexiva 200 tractip laser fiber was returned in one piece with the tip detached. The piece measured approximately 314.3 cm from the top of the connector and includes a portion of the distal tip. Exposed glass portion of the distal tip measured approximately 0.5 mm and was consistent with a fractured, likely as a result of handling during the procedure. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The portion of the tip that was returned detached from the body of the fiber measured approximately 3.5 mm and was likely the entirety of the distal tip. Visual examination confirmed that light was able to pass through the sma connector, indicating there was no damaged or discontinuity to the fiber within the connector. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the tip detachment occurring during used, resulting in a misfire. The condition of the returned device confirms that the fiber tip was detached. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on february 12, 2019 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 100 console. According to the complainant, during the procedure, the laser fiber tip broke off inside the patient. Reportedly, the fiber tip was retrieved successfully using a basket. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor were no adverse patient effects as a result of this event. The patients condition was reported to be fine with no injuries.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 100 console. According to the complainant, during the procedure, the laser fiber tip broke off inside the patient. Reportedly, the fiber tip was retrieved successfully using a basket. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor were no adverse patient effects as a result of this event. The patients condition was reported to be fine with no injuries.